Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the extension set, non-bd needlefree valve, and syringe showed no cracks or other anomalies. Functional testing resulted in leaking at the engagement between the syringe and the non-bd needlefree valve. Inspection of the engagement showed that there was a loose connection. After tightening the connection no leaks were observed. No issues were noted with the bd extension set. The root cause was identified as the threaded connection between the syringe and non-bd needlefree valve not being completely tightened.

Manufacturer narrative:
Concomitant medical products: 30ml bd syringe of cefepime and a microclave. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a syringe with cefepime (100 mg/ml) and attached to syringe tubing with a non-bd connector leaked under the pump/tubing. The medication was programmed to infuse at 40 ml/hr. There was no patient harm.